Manufacturer narrative:
The insulin pump was received with an unexpected open book error message after battery installation due to corroded electronic assembly. The motor assembly found with moisture traces. The insulin pump failed leak test. The insulin pump had leak at the display window corners and crack on back of the case. The insulin pump was received with cracked case on the back at the battery tube area, reservoir tube lip and battery tube threads. The insulin pump was received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer reported that the insulin pump had crack. The customer's blood glucose was 8.8 mmol/l at the time of incident. The customer stated that the insulin pump was dropped. The insulin pump will be replaced and will be returned for analysis.